Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a constant "cassette not attached properly. Reattach cassette" alarm. This occurred during testing; there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the downstream occlusion sensor seal was bubbled. Review of the event history log showed occurrences of "cassette not attached properly" alarms. During the investigation a cassette was attached and it was found that the device failed the functional testing and exhibited a "cassette not attached properly" alarm. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a defective downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.